Event description:
It was reported the patient received multiple shocks due to oversensing. Further alleged that the patient "experienced inappropriate and/or excessive shocking" and that there was a lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary - no anomalies found. Full lead was returned and analyzed.